Event description:
Gyrus (B)(4) was informed that during a lap hysterectomy procedure a black circular piece of material fell into the abdominal cavity of the pt. The piece was retrieved and inspected, and it wasn't immediately obvious that the piece came from the halo. The surgeon continued the procedure but the halo device would no longer coag. A new halo cutting forceps device was opened and the procedure was completed without incident to the pt.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and upgrade the agency accordingly.